Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the respective raw material and finished product DHR files found no irregularities that would have caused or contributed to this condition. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted with 2.7mm/3.5mm a variable angle locking compression (va-lcp) olecranon plate and screw construct on (B)(6) 2013. Clinical findings noted the patient had a delayed healing. The patient presented with non-union. Patient was returned to the or on (B)(6) 2013, for removal of hardware reportedly due to failure of fixation. The hardware was removed without complication. Reportedly there is no anticipated treatment at this time. This is report 1 of 3 for complaint (B)(4).